Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Insulin pump passed displacement test and self test.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and rim of the reservoir. Customer's blood glucose level was 117 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.